Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 3mm x 40mm x 146cm coyote es mr was selected for use in a carotid artery stenting. During the procedure, when attempting to inflate the balloon to the rated burst pressure, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.